Event description:
Per the audiologist's report, communication with the internal device was intermittent during programming sessions. An x-ray revealed that the surgical template used during implantation was left inside the pt's mastoid region and attached to the internal magnet of the receiver/stimulator. The imaging also showed that the ball electrode was not under the temporalis muscle as it should be placed. The surgeon performed a revision surgery in 2007 and removed the template. The results of integrity testing done in the or were unclear. Add'l info has been requested.